Event description:
The dr reportedly observed a corneal burn during a phacoemulsification procedure. The pt is fine and did not require add'l sutures. The dr requested that the unit be checked out to ensure that it was working properly.